Manufacturer narrative:
Event date reported as (B)(6) 2020. Related events: 3012307300-2020-06613, 3012307300-2020-06615, 3012307300-2020-06616.

Event description:
Information was received that while in use, the endotracheal tube got too soft under the intubation. The tube was changed out by a senior medical doctor. No adverse effects occurred.